Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the cassette door of a hospital cycler during step 9 after ending the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving an m30.1 - balloon valve leak warning and an m31 air detected in cassette warning during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered from inside the cassette door and did come in contact with the cycler. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using another hospital cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the facility was discarded and not available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the cassette door of a hospital cycler during step 9 after ending the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving an m30.1 - balloon valve leak warning and an m31 air detected in cassette warning during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered from inside the cassette door and did come in contact with the cycler. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using another hospital cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the facility was discarded and not available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.